Event description:
The rptr stated that the stopcock cracked while on a PICC line. The rptr also stated that lipids may have been infusing. No pt injury or treatment was associated with this event. The customer indicated that there were several indstances where the stopcock cracked however, further information was not available.